Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, their smart device will not pair to the g5 transmitter. No additional event or patient information is available.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found.data was received from the patient. A reivew of the downloaded data log did not find any errors related to the customer complaint. Functional testing was performed and the test failed. The customer complaint was confirmed. The root cause was determined to be a defective transmitter.